Event description:
Received info stating the pt is experiencing his stimulator tuning itself on whenever he walks by a refrigerator. This surprises him because he doesn't expect the stimulation sensation to all of a sudden turn on. Medtronic representative reprogrammed the ipg and will disable the magnet switch which should eliminate unintended on/off by magnetic fields. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).